Event description:
On 19-aug-2025, user reported recurrent hypoglycemia events, particularly at night. Due to concerns, user disconnected from the ilet and switched to backup therapy with lantus and novolog. The ilet was showing ¿low¿ while fingerstick blood glucose (bg) was 160 mg/dl and requested follow-up communication. During a follow-up call, the user described experiencing multiple lows throughout the day and night. An urgent low soon alert triggered when bg was 149 mg/dl with a rising trend, following an earlier alert when bg was 117 mg/dl and dropping rapidly. User reported the system also alerted ¿low¿ when bg was 175 mg/dl. Education was provided on the impact of delayed meal announcements (e.g., announcing >30 minutes after eating), which may contribute to lows. User expressed interest in additional training. No symptoms were experienced during event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.